Manufacturer narrative:
Date of event: unknown. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as second week of (B)(6) 2017, exact date unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery sometime in the 2nd week of (B)(6) 2017 for treatment to the right hallux (big toe) due to issues with the bone cartilage. Patient was implanted with one (1) 3.5mm -one third tubular plate/ 5 holes, unknown quantity and type of screws. Approximal 2-3 weeks post-operative, during a scheduled office visit, the surgeon reported that the plate was cracked at midpoint of a screw hole position. Patient also reported that in (B)(6) 2018 the pain returned. On (B)(6) 2018, during a scheduled office visit the surgeon reported that the plate has shifted on the bone. Patient will need a follow up surgery but none has yet been scheduled. This report addresses the post-operative cracked plate. Return of patient pain is addressed in (B)(4). Migration of the plate is addressed in (B)(4). Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown 3.5mm 1/3 tubular plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial medwatch was inadvertently submitted with incorrect alert date. The correct date is 03/12/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that he could potentially receive rehabilitation or revision surgery again for pain due to broken plate.